Manufacturer narrative:
(B)(4).

Event description:
Procedure: colon resection. According to the reporter when the trigger was squeezed, the device would not deploy any staples. The surgeon used another device to complete the case.